Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A batch history record review was performed and found no non-conformances associated with this issue during the production of this batch. It is likely the leakage occurred as a result of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Without the sample for evaluation we cannot verify this to be true for the product you reported sample evaluation, n/a. Bhr review. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2023 ((B)(6) 2017). Syringes were assembled in machine, nº4253, nº4213, nº4203, nº4212, and nº4235, in lot #7258083, #7237288, #7251003. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrels lots #7258042, #7251465, #7244050, #7237224, and #7234192 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7258043, #7251468, #7244051, #7237228, #7234196, and #7237228 and no problems, defects or qn related to the reported issue were found. Root cause analysis. We conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Confirmation. No sample returned for evaluation. No issue found in the bhr review. We could not confirm the reported issue. CAPA determination. No - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time. Based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported that medication leaked from a bd discardit¿ ii syringe. There was no report of exposure, injury or medical intervention.